Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted with another device as of the date of this report (B)(6) 2017.